Manufacturer narrative:
Event date estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-11135, related manufacturer reference number: 1627487-2019-11136. It was reported that the patient experienced an infection. Surgical intervention was undertake wherein the patient's system was explanted. No further information is known at this time.

Manufacturer narrative:
Correction: the related manufacturer reference number should have been 1627487-2019-11215 rather than 1627487-2019-11136.

Event description:
Related manufacturer reference number: 1627487-2019-11215.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.